Event description:
It was reported that the pump experienced a malfunction after the customer threw it. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer¿s blood glucose (BG) level displayed as "High"; although a specific value was not provided. The customer went to the emergency room and was subsequently hospitalized. The customer was treated with intravenous fluids of saline and insulin. There was no permanent damage. Customer was discharged from the hospital on (b)(6) 2026.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.